Manufacturer narrative:
No device analysis was performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-07040. It was reported one of the patient's scs ipg had flipped sideways and was causing pain/discomfort for the patient. Consequently, surgical intervention was taken and the ipg was replaced. Follow up identified the pain issue has resolved. The patient was implanted with two scs systems, it was undetermined which device was liable. Therefore, all possible devices are being reported.